Manufacturer narrative:
This complaint is being closed due to insufficient information from the customer after three (3) good faith effort (gfe) attempts were made to obtain the relevant repair and evaluation information. Additional information has been requested from the customer, however, no further details have been provided at this time. If any additional information is provided in the future this a supplemental report will be submitted.

Event description:
The customer reported while preparing to transport a patient the cs300 intra-aortic balloon pump (iabp) alarmed with a "low vacuum" alarm several times. The customer swapped out the iabp without issue and sent the malfunctioning iabp to the biomed for evaluation. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, however, no further details have been provided. If any additional information is provided in the future a supplemental report will be submitted.

Event description:
The customer reported while preparing to transport a patient the cs300 intra-aortic balloon pump (iabp) alarmed with a "low vacuum" alarm several times. The customer swapped out the iabp without issue and sent the malfunctioning iabp to the biomed for evaluation. No adverse event has been reported.